Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. Post the procedure, on (B)(6) 2026, it was noted that the catheter had become discolored and deformed. It was further reported that the blood flow was reduced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the partial view of dialysis catheter implanted into the patient. One of the extension legs was noted to be slight milky white in color at the junction of the bifurcation area. Therefore, the investigation is confirmed for the reported material opacification and discoloration issues. However, the investigation is inconclusive for the reported material deformation and restricted flow rate issues as the provided photo does not provide means for verification of these events. The definitive root cause could not be determined based upon available information. Labelling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time despite good faith efforts to obtain additional information the complainant reporter was unable or unwilling to provide any further patient product or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. Post the procedure on (B)(6) 2026, it was noted that the catheter had become discolored and deformed. It was further reported that the blood flow was reduced. There was no reported patient injury.